Event description:
It was reported that a spectrum pump powered off without user input. This occurred during device power-up in the pediatrics department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'powers off without user input' was reproduced. A review of the event history log (ehl) revealed evidence of the device losing power. The reported condition was verified. The cause of the condition was determined to be the dried liquid substance on the back flex battery contact pin. The back flex battery contact will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.